Event description:
Customer reportedly received results of approximately 19 mmol/l and 6 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer has disposed of the test strips.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.